Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user detected water leakage during reprocessing (water leakage test after pre cleaning), and manual cleaning cannot be continued when water leakage is detected. The event can be detected/prevented by following the instructions for use which are stated in: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection, and evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibits foreign objects coming out of the suction cylinder. There was no patient involvement.